Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high impedance and high thresholds. The lead was checked with analyzer and all parameters were normal. It was noted that the operator was unable to reconnect the lead with the implantable pulse generator (ipg) and screw issue was observed. Ipg was explanted and replaced. No patient complications have been reported as a result of this event.